Event description:
Boston scientific received information from the local representative that this patient was presented back to the electrophysiology (ep) laboratory and the pocket was reopened. When the physician tugged on the df-1 (negative) terminal pin, the terminal pin could be removed from the header port. The setscrew was loosened. The df-1 (negative) terminal pin was re-inserted back into the header port and the setscrew was re-tightened. Shock impedance testing was performed and the recorded value was within normal limits (47 ohms). The pocket was closed and no further intervention was required. There were no adverse events during and following the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2013 that this patient's monitoring system detected a red alert (high shock impedance) in (B)(6) 2013. The local representative and the clinic's health care professional (hcp) was notified of the alert. The patient had recently undergone a device replacement procedure. No defibrillation threshold testing was performed at the time of the procedure. The patient was seen in-clinic for a scheduled device check and a greater than 200 ohm shock impedance was identified on all shock vectors. Electrogram noise was present on the intracardiac shock electrogram channel. Technical services (ts) suspected a pulse generator-lead terminal pin connection issue. Ts suggested that a chest x-ray could be performed to visualize the pulse generator-terminal pin connections. Additionally, the physician could consider shock testing (1.1 joule and maximum energy) of the device. The local representative reported that the shock and pacing impedance measurements at the device replacement procedure were within normal limits. The local representative suspects that the shock terminal pin(s) may not have been fully inserted into the header ports. The patient has been scheduled for an invasive revision procedure.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.